Event description:
Term gestation female with vacuum assisted delivery. (Apgar 8 & 9) developed intracranial subdural hematoma. Transferred to neonatal intensive care for evaluation. At 5th day of life hematoma recovery without any medical intervention, neurologically intact, and receiving phototherapy. Co has set up quarterly preventative maintenance for the vacuum. It will be tested to see if there was a malfunction. If so, co will send a report to that effect.